Event description:
The facility's biomedical engineering department reported that a colleague pump was "not infusing" during pt use. Deprovan, insulin, and 5% dextrose solution were being infused when the reported event occurred. The pt was reported to have IV line clotted and required to have IV ports flushed. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding the reported event, pt's demographics, diagnosis or status, type of medical intervention required, rates of medications involved, or set up of the infusion device.